Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were within range on the day of the event. The ccc specialist discovered that the sample was centrifuged outside of tube manufacturer's instructions for centrifugation. The customer used stat spins which is not recommended by the tube manufacturer. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed preventive maintenance (pm). The cse replaced sample probe, reagent probe 1 (r1) and reagent probe (r2) and all syringe tips. The cse aligned all probes. The cse replaced tubing for sample probe, r1, and r2 probes. The cse replaced x-seal and superflushed the integrated multi-sensor technology (imt) rotary valve. The cse replaced and aligned source lamp and cleaned all windows and replaced damaged windows. The cse ran a system check; which passed. The customer ran qc, which were within range. During a follow-up visit, the cse replaced the reagent probe 2 transducer. The cause of the discordant, falsely elevated tnl-ultra results on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tnl-ultra) results were obtained upon initial and repeat testing on a patient sample on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). Additionally, the samples were repeated in duplicate on an alternate dimension instrument, resulting lower. The corrected result obtained on an alternate dimension instrument was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tnl-ultra results.